Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy.

Manufacturer narrative:
A stryker depot technician verified the codes but could not duplicate the issue. The therapy printed circuit board assembly (pcba) was replaced as a precaution. Proper device operation was observed through functional and performance testing and the device was returned to the customer for service. The replaced therapy pcba was evaluated by a stryker product assessment center technician. The issue could not be duplicated. Root cause could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy.

Manufacturer narrative:
Stryker evaluated the device and found the event codes in the device's memory. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.